Event description:
The dealer reported that the leg bent on the walker.

Manufacturer narrative:
(B)(4). Malfunction alleged. The dealer reported that the leg bent on the walker, resulting in a fall. No injury or medical intervention was reported.